Manufacturer narrative:
Initial report g3 date received by manufacturer: 03/25/2023.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customers blood glucose level was 173 mg/dl.